Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was epileptic seizure. The customer's blood glucose at the time of death was above 200 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was suing sensors and was wearing one at the time of passing. The caller declined returning the insulin pump for analysis. The caller did not have the insulin pump with them at the time of the call; hence, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.